Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to be stuck in the rewind complete / bolus delivery loop and that insulin squirted out and numbers did not move. Customer's blood glucose was 174 mg/dl. During troubleshooting, insulin pump did not beep nor did numbers appear on screen. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, cracked display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot and stained end cap sticker. Compromised forced sensor alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test and excessive no delivery test due to compromised forced sensor alarm. Unable to verify prime anomaly due to compromised forced sensor alarm.